Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019. The pump recorded this data when it regained connection with the transmitter (10:35:53 am), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened at approximately 8:30:00 am (yellow dots). Logs revealed the pump was not in use during the time of the low bg. There was no basal insulin delivered on (B)(6) 2019 or at 10:00:28 am on (B)(6) 2019. There was no bolus delivered until 10:50:49 am on (B)(6) 2019. Only the cgm was in use. A cartridge change and insulin delivery did not start with this pump until 10:05:23 am and 10:19:19 am. There is no evidence that the pump experienced a malfunction or failure.